Event description:
The physician intended to implant a 2.5 mm diameter x 12 mm length driver sprint rapid exchange coronary stent to treat a lesion in a pt. The stent could not cross the stenosis present in the lesion, and it was withdrawn. Upon removal, it was noted that the stent had moved from its position on the balloon. Pt status post procedure was reported to be good and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (stent embolism). Results and conclusions: (tortuous, stenotic lesion). Device eval: the device was returned to the mfg facility for eval. Crimp impressions were evident along the working length of the balloon. The folds on the proximal and distal balloon pillows were partially opened and disturbed. The stent was not present on the delivery system. Procedural images were provided for review. The images confirm the tortuous and stenotic nature of the coronary vessel. There are images of balloon inflation and stent deployment at the lesion site. The physician successfully deployed a number of stents in two vessels. Images of the attempted delivery and subsequent withdrawal of the driver sprint device were not captured on the cd. Please note that this device (drsp25012x) is distributed outside the united states; however, it is similar to the united states distribute product drv25012ux.